Event description:
Boston scientific received information that the patient with this pacemaker passed away. During the implant procedure, there was a lot of regurgitation. Right ventricular (rv) lead (model 4471) was not successfully implanted due to the regurgitation blowing the lead around. A new rv lead (model 4137) was successfully implanted with good numbers. While the patient was being moved from the operating table to the stretcher, the patient passed away. The patient was elderly and in very poor health. The implanting physician saw no evidence of hemothorax, pneumothorax or perforation. The physician has no allegations against our products.